Event description:
Boston scientific/target was notified that during placement of the last coil in the aneurysm the coil was too long for the aneurysm. The physician decided to retrieve it and the device prematurely detached. The gdc 10-standard synerg detection circuit is partially located in the parent vessel and in the aneurysm. Part of the "wire" was snared and retrieved. The patient was reported to be in good condition.